Event description:
It was reported that, this left ventricular (lv) lead exhibited oversensing leading into pacing inhibition. Boston scientific technical services (ts) discussed troubleshooting options and the health care professional (hcp) will bring the patient in for evaluation. This lv lead remains in service. No adverse patient effects were reported. Additional information was received which indicated that, the patient was brought to the clinic. The hcp tried to program the lv sensitivity to its least sensitive but there was still seeing the lv pacing inhibition. Then, ts helped the clinician navigate to turning lv sensing off. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that, this left ventricular (lv) lead exhibited oversensing leading into pacing inhibition. Boston scientific technical services (ts) discussed troubleshooting options and the health care professional (hcp) will bring the patient in for evaluation. This lv lead remains in service. No adverse patient effects were reported.